Manufacturer narrative:
Insulin pump received with failed battery test alarm due to due to corroded battery tube. However insulin pump had normal operating currents. No blank display noted. Unable to verify battery out limit or weak battery alarm due to failed battery test alarm. Insulin pump received with cracked display window corners, reservoir tube lip, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the device had turned off for couple hours then turned back on by itself. Customer's blood glucose was 12 mmol/l. Device had also alarmed battery out limit alarms. Device had a blank display at time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.